Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the entire pacing system was explanted due to bacterial endocarditis. No further patient complications have been reported as a result of this event.